Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the screen was broken after the customer went down on the side of the motorcycle. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.